Event description:
According to the reporter, a catheter was placed and used for dialysis on (B)(6) without issue. On (B)(6), the medical staff requested that the patient¿s line dressing be changed as it had quite a lot of soakage to it. They went to the patient's room to change the dressing; the patient reported that the weekly dressing was irritating the patient's skin and was itchy. Line had some dried blood around the site; this was cleansed and daily dressing applied. They came to have a look and also thought that it looked like the cuff of line is possibly out and had to be informed and written in the diary to have a look at the line tomorrow; the stitches to the wings are still intact. On 26/10 usual hd (hemodialysis) and daily dressing changed, noticed the line cuff out and was seen and been reported to the m/s. Plan for new line, but both lumen flow was fine and started dialysis. 1 g vancomycin given as a stat dose, flucloxacillin 1 g given was washed back and phoned the ward and given the handover to the nurse in charge that gentamycin was still to be given from the ward. The line migrated further out, so it was removed in the evening on return to the ward. No tego or adapter used. Line flushed and able to be used for dialysis before removal. There was no blood, and blood transfusion was not required. The patient was still undergoing fluclox treatment for a staphylococcus aureus line infection, so vancomycin was added for additional cover. The patient also received a once-off dose of gentamycin to cover a uti. Line was yet to be replaced, awaiting a date for the interventional radiology slot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 (fpd, ime, imf codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a patient with type I diabetes, diabetic nephropathy, peritoneal dialysis, and renal transplant 2017 failed in 2023 and restarted rrt with hemolysis in (B)(6) 2023. The catheter was placed and used for dialysis on (B)(6)2024, and (B)(6) 2024, without issue. On (B)(6) 2024, the medical staff requested that the patient's line dressing be changed as it had quite a lot of soakage to it. They went to a room to change the dressing; they reported that the weekly dressing was irritating the patient's skin and was itchy. The line had some dried blood around the site, where it was cleansed and daily dressing applied. Others came to have a look and also thought that it looked like the cuff of the line was possibly out. They informed and wrote in the diary for the others to have a look at the line the next day; the stitches to the wings were still intact. On (B)(6) 2024, the patient had usual hd (hemodialysis) and daily dressing changed. The staff noticed that the line cuff was out, and it was reported to the m/s (multiple sclerosis) nurse. They planned for a new line, but both lumen flow was fine, and they started dialysis. 1 g (g ram) of vancomycin was given as a stat dose; flucloxacillin 1 g was given; it was washed back and phoned the ward and given the handover to the nurse in charge that gentamycin had still to be given from the ward. Line migrated further out, so it was removed that evening on return to the ward. Line was replaced on (B)(6) 2024. No tego or adapter used. The line was flushed and able to be used for dialysis before removal. There was no blood loss, and blood transfusion was not required. The patient was already in an inpatient stay when the dislodgement occurred, so no new admission was required. Patient required 2 midlines.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter, with an exposed cuff and stitches pulled. There appeared to be no abnormalities with the device. It was reported that there was an ingrowth or catheter migration issue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.